Event description:
The patient was treated with a powerlink stent graft for an unknown aneurysm on (B)(6) 2010. The physician suspects there is a type iiib endoleak. On (B)(6) 2025 the type 3b endoleak was not found by contrast CT. However, the type 2 endoleak from left iia was revealed. Therefore, embolization was performed and the procedure was completed. Note: event occurred beyond the expected life of the device (greater than 10 years from the implanted date).

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak complaint is refuted and determined to be a type ii endoleak of the lumbar artery. This is not consistent with the reported adverse event/incident. It was reported that there was a type ii endoleak from the left internal iliac artery that was embolized on (B)(6) 2025. The type ii endoleak is anatomy related. The reported event occurred more than ten (10) years after the original powerlink implant procedure, which is beyond the expected service life of the device. Events occurring beyond the labeled expected life are not typically considered indicative of device malfunction or performance deficiency. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. Endologix will continue to monitor this and similar adverse events/incidents. Please remove from your complaint system as this is no longer considered a complaint. Corrections: b2: outcomes attributed to ae has been updated. B5: describe event or problem has been updated. B6: relevant tests and lab data has been updated. D1: product family (primary) has been updated. D4: model number (primary) has been updated. D4: lot # (primary) has been updated. D4: lot expiration date (primary): has been updated. D6a: lot # (primary) has been updated. G3: date received by manufacturer has been updated. H4: release date (primary) has been updated. H6: impact code: remove code 4614. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Available patient medical records and imaging studies have been received for evaluation by a clinical specialist. A follow-up report will be submitted upon completion of the clinical evaluation. H3 other text : device remains implanted

Event description:
The patient was treated with an afx2 bifurcated stent graft for an unknown aneurysm on an unknown date. The physician suspects there is a type iiib endoleak. The patient is currently being monitored while an intervention scheduled on (B)(6) 2025 is being discussed. No further information has been provided.